Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was found during evaluation. The force sensor shim plate was damaged. The force sensor was found to be properly calibrated. The pump successfully completed a prime sequence without issue or alarm.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and damaged force sensor shim plate. This report is made based on results of the investigation performed on (B)(4) 2014.